Event description:
At the first use of laser fiber on a pvp laser procedure, the fiber broke. This was a new laser fiber which broke at the beginning of the case. A flame sparked, which melted the drape on the left side of the patient at thigh level. Affected part of drape was not touching the patient. No injury to patient. Fiber changed and procedure was completed without incident.